Event description:
Procedure type: sleeve gastrectomy. According to the reporter: on the last firing on the upper portion of the stomach lateral to eg junction, at 80% of the firing, we noticed the peri-strip rippling or sliding forward. After the stapler was opened we noticed a few bent but intact staples along the peri strips starting at about 80% of the reload length and continuing to the distal end. It also appeared that the strip was not cut as far distal as it typically is. When looking at the reload after the stapler was removed from the stapler, I was able to observe that all of the clear staple pusher bars within the reload cartridge were completely extended, confirming that the reload was fired completely. Dr (B)(6) states that the peristrips may not have been loaded correctly. He also shared his concern that the idrive ultra stapler did not recognize that there was an issue and stop. The peri-strips used with this reload were manufactured by synovis. (B)(4), lot#: spce213-0910034. The staple line was intact. There was no damage to the pt. There was no additional blood lost due to this incident. There was no additional time spent repairing the staple line.

Manufacturer narrative:
(B)(4).